Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The patient reported that the meter issue occurred in (B)(6) 2015. The patient manages his diabetes by self-adjusting his insulin doses and stated that ¿before (B)(6)¿ he decreased the dose of his insulin by 12 units in response to the alleged meter issue. The patient denied developing any symptoms however stated that on (B)(6) 2015, in the late morning, he visited a doctor¿s office, where he had a blood glucose test performed on a hospital meter, which gave a result of ¿200mg/dl¿ and that he was treated with 17 units of humulin insulin by a healthcare professional (hcp). During troubleshooting the cca noted that there was no apparent misuse of the meter and the meter would not power on when prompted by pressing the power button or inserting a test strip. The batteries required replacing however, the patient did not have replacement batteries available. Replacement products were sent to the patient. This complaint is being reported because, the patient received medical intervention from a hcp for a blood glucose excursion after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.